Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose has been above 400 mg/dl for the past twenty-four hours. His current blood glucose is 494. He is treating with manual insulin injections. The customer stated that yesterday he was laying in bed and his cat was chewing on the infusion set tubing, so he had to change his set. No troubleshooting occurred, and no products were returned or replaced.